Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 203) has been confirmed. Upon investigation, the monitor failed a pulse test. The cause for the test failure and the reported service code was isolated to a defective r84 resistor on the defibrillator pca. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 203.